Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database application logs. The reported event was not confirmed by log analysis. To assist with the resolution , provided the below feedback to helpline : -- carelink system recent activity shows the recent activity with the browser time zone. So currently if we see for the latest upload on 17th it shows the pst time zone of 1.14 pm which is 17th july 10.15 pm in hungary time zone. So user is seeing whole date data this is as expected. -- so whenever we are looking at the uploaded time we need to validate the timezone. Let me know if this makes sense. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. The most likely root cause is due to lack of user training. We haven¿t received a response confirming whether the recommended steps resolved the issue. As a result, we¿ll be closing the ticket. If the issue persists, please let us know, and we¿ll be happy to reopen it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on the pump data is being populated on carelink personal daily report incorrectly as yesterday's pump data shows up with today's date. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead, the issue was investigated through database application logs. The reported event was not confirmed by log analysis. To assist with the resolution, provided the below feedback to helpline: - carelink system recent activity shows the recent activity with the browser time zone. So currently if we see for the latest upload on 17th, it shows the pst time zone of 1.14 pm which is 17th july 10.15 pm in hungary time zone. So, user is seeing whole date data this is as expected. - so, whenever we are looking at the uploaded time, we need to validate the time zone. Let me know if this makes sense. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. The most likely root cause is due to lack of user training. We haven't received a response confirming whether the recommended steps resolved the issue. As a result, we'll be closing the ticket. If the issue persists, please let us know, and we'll be happy to reopen it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.